Event description:
Livanova (B)(4) received a report that during priming a s5 mast roller pump stopped sporadically without any error/alarm displayed on the system panel. The operation of the pump could be re-established by rotating the speed control knob. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). The pump serial read-out analysis confirmed the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective processor board. The part was replaced and the reported issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.